Manufacturer narrative:
The device was not returned for analysis. However, media returned by the customer was inspected and showed evidence of the sheath being detached. Based on this evidence, the reported issue of sheath detachment of device or device component is confirmed. The media show evidence identifying a device defect that could have contributed to the reported sheath detachment issue. The reported issue of guidewire entanglement cannot be confirmed. The media do not show enough evidence to identify a device defect that could have contributed to the reported guidewire entanglement.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter got stuck with the guidewire and then got fractured. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter got stuck with the guidewire and then got fractured. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed kinks in the sheath assembly, and the sheath was detached at the distal mount section. A broken drive shaft and imaging core windup were found within the telescope section of the device, beginning 27.60 cm from the distal end of the connector shaft. Based on the evidence, the as reported code of guidewire entanglement cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter got stuck with the guidewire and then got fractured. The procedure was completed with another of the same device. There were no patient complications.